Event description:
It was reported that the zimmer ats 2000 tourniquet to be used in operating case malfunctioned. A second tourniquet was brought in. The tourniquet cuff was new and not reprocessed. The unit powered on and when the button was pushed to inflate, the cuff did not inflate. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
Device was not returned to the MFR for eval. If the device is returned, a follow up report will be submitted.